Event description:
Boston scientific receive info that this pt's right atrial (ra) and right ventricle (rv) leads dislodged due to twiddler's syndrome. A lead revision procedure was performed and the leads were successfully repositioned. At that time, the physician also electively reimplanted the device subpectorally. No add'l adverse pt effects were reported.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.